Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The 3d imaging modalities failed as the middle button of the hand switch worked intermittently. The hand switch was replaced and a system checkout was performed. The imaging system was operational. Concomitant medical products: other relevant device(s) are: product ID: b i71000194.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to expose during a case. They believed this was due to the hand switch since reportedly the foot switch worked recently. They decided to use a non-medtronic imaging system instead. The issue occurred intraoperatively/peri-operatively and caused a less than 1 hour surgical delay. There was no impact on patient outcome.